Event description:
It was reported difficult deflation was encountered during preparation for a percutaneous transluminal angioplasty procedure. No pt complications resulted from this event. The device has not been returned for eval. Therefore, no failure analysis is available. Co attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Without evaluating the product and without further details about the event co cannot determine the exact cause for this event. Co's directions for use state: "do not exceed the normal pressure printed on the product label..never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."

Manufacturer narrative:
F11-date MFR initially forwarded report to FDA. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the inner diameter of the connecting sleeve at the weld of the balloon to the sleeve was slightly below specification. Performance testing confirmed the balloon could not be deflated. H6. 600/other - connecting sleeve.